Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/16/2026, the cgm displayed glucose values of 100 mg/dl and 125 mg/dl, while a bg meter reading taken around the same time indicated a glucose level of 59 mg/dl. Documentation does not specify who obtained the readings or the exact timing of measurement. The patient experienced hypoglycemic symptoms, including disorientation/confusion, shakiness, and diaphoresis, and subsequently experienced a loss of consciousness at an unspecified time. Emergency medical services (ems) were contacted, and the patient was transported by ambulance to the hospital. Reported treatment included administration of glucagon, intravenous (IV) fluids, and IV insulin; however, it was not specified whether these treatments were provided by ems or in the b)(6) emergency department. The patient was reportedly discharged from the hospital on 03/20/2026. At the time of the event, the patient was using a tandem t: slim x2 insulin pump. She reported multiple follow-up visits with healthcare providers for monitoring of weight, blood glucose, and ketone levels as part of routine diabetes management, during which insulin pump dosage adjustments were made. At the time of reporting, the patient was reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, supplemental information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/16/2026, it was reported that the patient experienced inaccurate cgm values. The patient was using a tandem t:slim x2 insulin pump at the time of the event. On 03/16/2026, the cgm displayed 100 mg/dl. The patient experienced symptoms including disorientation/confusion, shakiness, and sweatiness (diaphoresis), and at an unspecified time subsequently experienced loss of consciousness (loc). The patient's partner called emergency medical services (ems). Upon arrival, paramedics assessed the patient's blood glucose (bg); however, the exact value could not be recalled. A sternal rub was performed, but the patient remained unconscious; the duration of unconsciousness was not disclosed. The patient was transported to the emergency room (ER), where her blood glucose level was measured at 59 mg/dl, while the cgm displayed a value of 125 mg/dl. She was treated with IV fluids, insulin, and glucagon injections. The attending nurse removed the sensor to facilitate an MRI; however, the patient did not report the results of this test. The patient stated that she spent one day in the ER before being transferred to the ICU for one day, though no details regarding the ICU stay were provided. She was subsequently transferred to the general hospital for two days and discharged on (B)(6) 2026. No additional details were provided regarding her ICU or general hospital stay. She reported multiple healthcare provider visits for monitoring of weight, blood glucose, blood pressure, and ketone levels to assess her routine diabetes management, during which her insulin pump dosage and her mealtime was adjusted. At the time of the report, the patient was reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.